Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery."

Event description:
It was reported that the time on the pump was one hour behind and the date on the pump was one day behind. Upon t: connect review, it was observed that the pump was unlocked successfully and time settings were inadvertently changed. Customer reported blood glucose level was not impacted by the issue. Tandem technical support assisted the customer with correcting the time and date settings.